Event description:
This is the third time in the last few months I have had this issue, I have called medtronic all three times and have not gotten an acceptable response. When filling a new insulin reservoir for my 630g insulin pump, I get air bubbles in line that will not stop. Each time this happens I use one from a new lot numbered box and all is fine. I have been doing this for around 15 years, and I am not doing anything differently now. Normally it takes about 18 units of insulin to clear tubing of any air bubbles, when I have had the issue it has taken over 45 units and still there is air in line. The pump automatically makes me start over. Medtronic advice this last time was to contact my doctor, which I have done. It appears to me that the two black rubber seals on bottom of reservoir are allowing air into vial. I do have a video of the issue but is too large a file to add to this form. FDA safety report ID # (B)(4).